Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was there any damage to artery when device was "ripped" off of vessel? If injury occurred from ripping device off of vessel, please describe damage that occurred (for example, was vessel torn, was there bleeding, ...). If bleeding, please quantify amount of bleeding. If bleeding, how was bleeding controlled (was new device used to control bleeding during procedure, were blood products given)? If damage to vessel, how was vessel repaired? Was there any change to procedure or post-op patient care?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked down on the cystic artery and the surgeon could not get it to unclamp. The surgeon had to rip it off the cystic artery to remove it. It is unknown whether there was tissue damage, bleeding, or if a repair was done. Case completed with another device of the same product code. There were no patient consequences reported.